Event description:
The customer received a blood glucose reading of 365mg/dl on her contour meter. She was retested on the doctor's contour and then a different meter. The readings were 91 and 92mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The meter was replaced at the request of the customer. Strip information was not provided.